Event description:
Per the returned device paperwork, the pt's device was explanted in 2008, due to intermittent electrodes. The pt was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This type of event is addressed in the device labeling.